Manufacturer narrative:
The 30-degree endoscope has been evaluated by the failure analysis (fa) team. The endoscope was visually inspected, and damage was found at the distal end. The distal window located at the distal tip was visually inspected and found to have a broken or detached piece in a location that could fall into the patient. The root cause of the camera instrument: distal cracked window is usually attributed to the use conditions, such as inadvertent collisions with hard surfaces or falling endoscope or caused by improper cleaning during reprocessing. The endoscope was visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. The probable root cause is typically attributed to the use conditions, such as inadvertent collisions with hard surfaces or drop of the scope or caused by improper cleaning during reprocessing. The endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline crack on enter button exhibiting damage of the auxiliary button pack assembly. The probable root cause is typically attributed to the use conditions, such as inadvertent collisions with hard surfaces or drop of the scope or caused by improper cleaning during reprocessing. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction. The probable root cause of this binding is attributed to component susceptibility to increased friction. The endoscope was visually inspected and found with mechanical damage to the scope¿s distal tip. The probable root cause is typically attributed to the use conditions, such as inadvertent collisions with hard surfaces or drop of the scope. The endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located at zone c near the endoscope housing. The probable root cause is typically attributed to the use conditions, such as improper handling of the cable during use or in reprocessing.

Event description:
It was reported that during central processing procedure, the 0-degree endoscope plus exhibited an unknown issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that there was no material missing or detached from the portion of the device that enters the patient¿s body. The damage was located at the distal tip of the endoscope. It is unknown if the damage was related to a functional or vision issue. The problem was identified during processing in the sterile processing department (spd). The customer replaced the endoscope with a spare endoscope.